Manufacturer narrative:
The facility reported the pt's health had been deteriorating prior to treatment and the staff does not feel the machine had anything to do with the pt's death. However, the customer has requested that a b. Braun customer engineer do a functional check of the machine before the machine is returned to operation. A b. Braun customer engineer performed a functional check of the machine and found no issues with the machine. A trend file was taken from the machine. The machine has been put back into operation. A batch review was performed by reviewing the incoming certificate and it was verified that the device complied with the specifications upon receipt. All available information and the trend file has been provided to the actual manufacturer for evaluation. If any pertinent information becomes available through the trend file evaluation, a follow-up report will be filed.

Event description:
As reported by the user facility: pt's dialysis treatment was ended early and pt removed from the machine. Shortly after being removed the pt died. The treatment was ended early due to the pt not feeling well. The pt's health had been deteriorating prior to treatment and the staff does not feel the machine had anything to do with the pt's death. Customer has requested that a b. Braun customer engineer do a functional check of the machine before the machine is returned to operation. The cause of death was unk at the time of the call. Additional information provided by the facility indicated the exact cause of death is unk to them, however the facility is 99.99% confident that the machine had nothing to do with the pt's death.